Event description:
It was reported that the ventilator had error code indicating data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and was advised to replace the motor controller (mc) to data acquisition (da) board cable. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: upon a follow up, the customer reported that the data acquisition (da) to motor controller (mc) board cable was replaced to address the reported issue. The unit was returned to use. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.